Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen, dose and concentration not reported via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. On (B)(6) 2018 it was reported that the patient started experiencing the same kind of symptoms as before [see manufacturer¿s report number 3004209178-2017-22206] so they are putting the patient on the schedule for tomorrow to determine what is going on. The patient was still having migraines, some "full fledged clonus", leg pain and also in the back by the catheter anchor there was what the healthcare provider descried as like a ¿goose egg¿ fluid buildup. Per the reporter they plan to go in and possible do a blood patch. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient was scheduled for surgery tomorrow ((B)(6) 2018).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported that the patient first began experiencing symptoms after the new catheter was placed in (B)(6) 2017 was in (B)(6) 2018. The cause for the patient experiencing the symptoms was increasing csf (cerebral spinal fluid) leak. The actions and interventions taken to resolve the issue during the surgical procedure on (B)(6) 2018 was the old catheter was removed and the dura sutured, stitch around the new catheter and blood patch over both areas. It was noted that the old catheter was not sent for analysis as it was no longer being used. The new catheter and pump remain in place. No further complications were reported.